Event description:
Hcp reported the pt was experiencing increased spasticity. A catheter dye study revealed a break in the catheter. The pt was begun on oral baclofen and surgery was schedueld for 2002. The pt is reported to have increased tone, but is otherwise doing okay.